Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline breast prosthesis, cat. #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. During an examination, the doctor found that the left breast had a noticeable loss of upper pole fitness. Patient reported that there was no known trauma to the breast. As a result of the deflation, the patient will undergo explantation on (B)(4) 2018.

Manufacturer narrative:
On 04/02/2018, mentor received additional information about the event. Patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 450cc saline breast prostheses. On 04/06/2018, the mentor failure analysis lab received the device for evaluation. On 04/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/23/2018, the product evaluation (pe) team completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, pe observed a rent measuring approximately 0.6 cm on the anterior aspect. Leak testing was performed in accordance with mentor procedures and revealed no other leakage site. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).